Event description:
Per cath lab tech- patient in for elective heart cath with possible intervention. Patient with a lesion in the proximal lad that was calcified. Physician predilated lesion with a balloon and attempted placement of a drug eluting stent (ion 2.5mm x 16mm). Dr. Removed stent delivery system and it was determined stent was no longer mounted on delivery system. Dr. Fluored guide and found stent in guide catheter that was still in the patient's body. All supplies and drapes were checked and stent was not located. Fluoroscopy of pt from head to toe. All supplies, drapes, floor were siphoned through by more than one staff. Unable to locate stent.